Event description:
It was reported that a malfunction code appeared, identified as malf 0. There was no reported impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, and they successfully reset the pump.